Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09685. It was reported that the patient presented to clinic. It was discovered that the right atrial and right ventricular leads were dislodged, confirmed by x-ray. The leads exhibited intermittent loss of capture, elevated capture thresholds, and intermittent phrenic nerve stimulation. The patient also had shortness of breath due to the dislodgement. The leads were repositioned on (B)(6) 2020, and the patient was in stable condition.